Event description:
It was reported the patient presented for initial procedure. During implant, the right ventricular lead was noted to have degraded signal attenuation due to a micro dislodgement. The physician attempted to reposition the right ventricular lead but the helix became clogged with tissue. The physician elected not to use the right ventricular lead and completed the procedure with a different lead. The patient was safely discharged home.

Manufacturer narrative:
The reported events of degraded signal and dislodgement were not confirmed while the reported event of helix clogged with tissue was confirmed. The complete lead was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with dried blood. After cleaning, the helix could be extended and retracted isolating the cause of the helix issue to being clogged with blood. Electrical and helix examination after cleaning were normal with no anomalies found.